Event description:
Pt admitted with abdominal pain. She had a kugal mesh patch implanted in 2006 for a hernia repair that was on the watch for problems list. The mesh was removed in 2007 and the ring was broken in three parts.